Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, was instructed to place pump in storage mode, connect continuous glucose monitor and re-enter pump settings into replacement pump, and was sent replacement pump with instructions to return problematic pump using prepaid label within ten days.